Manufacturer narrative:
H3 other text: device not returned.

Event description:
It was reported that an occlusion alarm occurred. A system check was performed by tandem technical support and the occlusion was due to the improper seating of the cartridge during the loading sequence. There was no adverse impact to customer¿s blood glucose level.